Manufacturer narrative:
(B)(4). The report of the peel-away tabs breaking was confirmed through analysis of the customer supplied photo. The peel-away appears to split abnormally at the connection between the tabs. The IFU provided with the kit informs the user, "do not use excessive force when introducing guidewire, peel-away sheath over tissue dilator, or tissue dilator as this can lead to venospasm, vessel perforation, bleeding, or component damage". The IFU also states, "avoid tearing sheath at insertion site which opens surrounding tissue creating a gap between catheter and dermis". A device history record review was performed, and no relevant findings were identified. Based on the customer report and the sample received, manufacturing caused or contributed to this event. Further investigation has been initiated under teleflex's quality system by the manufacturing site to further investigate this issue. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported "the peel-away sheath broke off incorrectly and unable to tear it properly." A second device was used. No medical intervention required. The patient's current condition is reported as "unknown". At the time of this report, the customer has not returned our requests for additional information. If further information is received, the complaint file will be updated.

Event description:
It was reported "the peel-away sheath broke off incorrectly and unable to tear it properly." A second device was used. No medical intervention required. The patient's current condition is reported as "unknown". At the time of this report, the customer has not returned our requests for additional information. If further information is received, the complaint file will be updated.

Manufacturer narrative:
(B)(4).